Event description:
While performing the left ventriculogram the catheter burst approximately one inch above the hub connector to the med-rad injector system outside of the access sheath and the patient. The system was set within the normal parameters (injection pressure of 900 psi, the max pressure for the injector with this catheter is 1200 psi). There was no harm to the patient.